Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer did not recall any significant events that led up to the error alarm. Blood glucose level was 360 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The device was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.